Manufacturer narrative:
The device was returned to a 3rd party for repair and found foreign material causing blockage at the nozzle. A root cause could not be identified. Based on the results of the investigation, olympus could not conclusively specify the root cause of the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had blocked nozzle. There were no reports of patient involvement